Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that low vacuum was noted during a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported events. However, the company representative did mention no system messages were displayed. The fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on january 10, 2011. Based on qa assessment, the product met specifications at the time of release.based on the information obtained, the root causes of the reported issues cannot be determined conclusively. (B)(4).